Event description:
It was reported that the right ventricular lead had a rise in threshold at the time of the device battery changeout. The lead was capped and replaced at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2008. (B)(4).